Manufacturer narrative:
Continued e1: alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "saline rupture" (deflation).

Event description:
Healthcare professional reported of the right side device: "saline rupture". The device remains implanted.